Event description:
Info rec'd from an attorney, claiming his client rec'd an injury while wearing an acuvue contact lens. Letter claims the pt has "deposit formation in right eye, which may lead to the development of an ulcer, which would leave him legally blind; ulcer in left eye. Pt was prescribed cyloxan cyclogyl, tobramycin and prednisolene.